Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding an unknown patient who was implanted with a neurostimulator (ins). It was reported that the patient was not getting benefit from their implanted device and that the ins was going to be removed and would likely use the same leads. The caller did not know when the patient started to not have therapeutic benefit. The caller was requesting how MRI guidelines would be affected if the patient had their ins replaced with another manufacturer¿s ins while continuing to use the leads that were already implanted. No further complications were reported or anticipated.